Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not getting adequate therapy. Reprogramming was attempted without success. The lead was repositioned on (B)(6) 2019. The patient has effective therapy post operatively.